Event description:
Reporter indicated that the site's handheld screen appeared to be frozen after the computer was first turned on. It was reported that the site turned the computer off and on in response to the event, but that this action did not resolve the issue. It was reported that the computer did eventually move to the next screen without intervention. It was reported that the programming session could be completed without further problems. Follow up with the site revealed that after this issue was reported, the programming system has been working well with no further problems.